Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument, resulting lower. The sample was then front loaded using a secondary test tube on the original instrument, matching the result obtained on the alternate advia 1800 instrument. The customer performed precision testing on the sample on the original instrument, and the mean result matched the repeat results obtained. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.

Manufacturer narrative:
The initial MDR 2432235-2015-00160 was filed on april 01, 2015.(B)(4).

Event description:
A discordant, falsely elevated chloride (cl) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cl result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls were within range at the time of event. The customer replaced the sodium electrode. The cause of the discordant, falsely elevated sodium result is unknown, as the sample resulted as expected upon repeat testing on the same instrument . The instrument is performing according to specifications. No further evaluation of the device is required.